Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powers on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powers on by itself. The customer replaced the front panel overlay but the device still powered on by itself. The remote service engineer (rse) provided the customer with the part number of the user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.